Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the touchscreen became frozen. Troubleshooting was performed and touchscreen became responsive again. Customer performed fill tubing and resumed insulin delivery. There was no impact to customers` blood glucose levels.